Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported that the tubing set separated when removing it from the packaging. There was no patient involvement.